Manufacturer narrative:
Age at time of event: over (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ids: 2134265-2016-00996, 2134265-2016-01164. It was reported that stent thrombosis, ventricular tachycardia, low flow and death occurred. The patient was diagnosed with angina pectoris. The 90% stenosed target lesion was located in the 70mm in length, 3mm in diameter, type c, de novo left anterior descending artery (lad) which was moderately tortuous and moderately calcified with a >45 degrees bend and timi flow of 3. Prior to and throughout the procedure, the patient was given aspirin and clopidogrel. It was noted that an unspecified bare metal stent was previously deployed in the lad. Predilation was performed and the lesion was checked using intravascular ultrasound (ivus). A 2.50x28mm synergy¿ drug-eluting stent was deployed at 10 atmospheres followed by a 28x3.00mm synergy¿ drug-eluting stent. The lesion was post dilated. However, thrombosis in the lad was confirmed through the contrastradiography and the blood flow became low. The patient was given aspirin and clopidogrel at the time of thrombosis. Electrocardiogram (ECG) was also performed and revealed ventricular tachycardia (vt). A kissing balloon technique was performed in the left main trunk (lmt) to left circumflex (lcx). A 20x3.00mm synergy¿ drug-eluting stent was then deployed in the 50-70% stenosed lcx. A 3.5x26mm non-bsc stent was placed to crossover the lad; however thrombosis still ¿gushed up¿ and was also noted in the proximal lcx. The physician attempted to use a balloon catheter to control it but could not solve the issue. The physician attempted thrombus aspiration but it did not improve the situation and an intra-aortic balloon pump (iabp) was placed. It was noted that the patient's blood flow became less in the lad and lcx in the vt condition. The physician did a heart massage to restore the flow but the situation did not improve. The procedure was ended and the patient was returned to the ward with the iabp inserted. However, the patient died on the same day.